Manufacturer narrative:
Updated sections: PMA/510k, if follow-up, what type: corrected sections: device evaluated by MFR device evaluated by MFR: if other provide code-explain: from "device not returned." To "device discarded" corrected evaluation method codes: from "device not returned 4114" to "device discarded 4115" internal complaint trackwise ID (B)(6). Autonumber # (B)(4). The hp1 device was not returned to the factory for evaluation; however, and photo was provided. A photographic inspection was conducted. Signs of clinical usage and evidence of blood were observed. Tissue and charred material was observed on the jaws. The silicone insulation on the cold jaw was observed to be peeled/detached away from the tip. No other visual defects could not be identified in the photos. Based on the photographic evaluation, the reported failure mode was confirmed for "peeled jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke off. Harvester removed section of the jaw's gray tip from patient's leg by hand. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke off. Harvester removed section of the jaw's gray tip from patient's leg by hand. A replacement device was used to complete the procedure. The hospital did not report any patient effects.